Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patient's right eye (od). Reportedly, "there is an iop problem" and the patient "is on medication for it." Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional information received: reportedly, the icl that the surgeon implanted was a 13.2mm vicm5_13.2 icl, diopter -13.5. The patient was given medication ("drops") and the iop went from 47.2mmhg on (B)(6) 2018 to 20.8mmhg on (B)(6) 2018 "with 3 drops," and then to 12.4mmhg on (B)(6) 2018 "with no drops." (B)(4)